Manufacturer narrative:
Section with additional information as of 14-feb-2020: retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Complaint product was not returned for investigation.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results obtained of hi. The customer¿s expected fasting blood glucose test result is 220 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 12/31/2020. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (only 2 results given): result 1 : hi date: (B)(6) 2019 time: 6:33 pm fasting, result 2 : 255 mg/dl date: (B)(6) 2019 time: 1:19 pm fasting.